Event description:
It was reported that the unit turns off after ten(10) minutes. There is no patient involvement. Additional information received: "issue has occurred 4 times, they use the device only on ac power, there were no visual or audible error messages before shut down. Issue occurred prior to using on patient."

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it was found that the device is unable to connect to ac power and the battery charge capacity is failed. The l (line) and ground pins on ac (iec) connector were broken off from the system board. The device will not power on using ac power and the battery will not charge in the device with this damage. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.